Manufacturer narrative:
Other applicable components are: product ID 3389 lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead broke during a revision due to decubitus. The lead broke when the extensions were being explanted. The hcp decided to replace the extensions since the ins was being replaced and moved to the abdomen. Troubleshooting included checking impedances. A revision to replace the lead was planned for september. The patient did not experience any signs or symptoms. The issue was not resolved and the patient was alive with no injury. No further patient complications were reported. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the revision was scheduled for november.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the revision was performed and the product was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the revision had not been planned yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative, the revision was planned for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's revision was maybe going to be performed on 2018 (B)(6)

Manufacturer narrative:
Analysis of the lead found the outer insulation was breached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that an appoint with the patient had not been set up since the patient was still on holiday.